Event description:
It was reported that the device would intermittently not operate on battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.